Event description:
The customer reported being admitted for medical treatment due to low blood glucose of 50mg/dl. Troubleshooting was performed and the programming in the insulin pump was correct. The reservoir was showing the same amount of insulin as shown on the status screen. The caller stated that the device was not exposed to a high magnetic field. The customer stated that the doctor recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.